Event description:
During directional coronary atherectomy using a .014" extra support guide wire across coronary lesion. Rptr was unable to advance atherectomy catheter into coronary artery. Guide wire was exchangeed for another .014" guide wire 300 cm and was still unable to advance catheter into coronary artery. Attempted to remove catheter from guide wire while in pt; was unable to do so until force was used. After catheter removed from pt, guide wire advanced from distal tip to spline adapter where it hung up and would not go pass.